Manufacturer narrative:
Product event summary # the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  battery voltage had decreased over a four month per iod. Trend analysis indicated that the ICD had premature battery depletion due to high battery impedance. The ICD replacement has been scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 5554 implantable pacing lead (B)(6) 2003; 6943 (B)(6) 2003. (B)(4).

Event description:
The ICD was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The weekly battery voltage trend data shows battery of 3.04 to 2.85 volts range between 2012 (B)(4) and 2013 (B)(4), before the device recommended replacement time (rrt) <(><<)>= 2.62 volt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.